Event description:
In 2008, the patient reported that he is not able to read the symbols on the display of his infusion device. He stated that he inserted a new battery but the display was not correct. He was instructed to insert another battery and he stated that the "s" in the middle of the display looked like a "c". The display was not cracked or damaged. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional of second party to address the issue. Product was replaced and requested to be returned for evaluation.